Manufacturer narrative:
Follow-up information received on 27-jan-2016: the french authority reference number for this case is (B)(4). The patient was suffering from persistent resistant pelvic pain and she was convinced that pain was related to essure inserts, whereas all criteria of good position of essure inserts were present. Laparoscopy was performed, confirming good position of essure inserts. Bilateral salpingectomy was performed due to pain experienced by the patient. Course was simple and pain was resolved. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-jan-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this study case report refers to a female patient who was involved in a observational company-sponsored study and had essure (fallopian tube occlusion insert) inserted. Patient experienced pain after the procedure, postoperative effects like bleeding (regarded as genital bleeding) and pain/ persistent pelvic pain. Pain / persistent pelvic pain and bleeding were considered serious due to medical importance and listed in the reference safety information for essure. Both events may occur during and following the micro-insert placement procedure. Considering positive temporal relationship and lack of plausible alternative explanation, causality cannot be excluded. This case was regarded as incident since bilateral salpingectomy was performed. The pain resolved after bilateral salpingectomy. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2009 and refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(6). Additional information was received on (B)(6) 2010 which qualifies this case as an incident. Study description: (B)(6). The patient's medical history included 2 children, curettage, and menstrual pain. Her drug history included combined pill (oral contraceptive nos). The patient last menstruation period before the insertion procedure was (B)(6) 2009. On (B)(6) 2009, essure was inserted in the operating room; general anesthesia was applied during the procedure. The patient's uterine cavity condition was normal, and her uterus was not retroverted. The procedure was started on right side. The physician considered easy to introduce the catheter into both tubes. At the end of procedure she had 2 coils externally visible in the uterine cavity on the left side and 5 on right side; the physician used 2 inserts, 1 on each side. The procedure took 5 minutes and bilateral placement was successful. The patient experienced pain after the procedure. Vasovagal syncope during the procedure was denied. No other procedure was done at the same time of the insertion and the patient was satisfied with the procedure. On (B)(6) 2009, radiography was done and showed symmetric inserts. An ultrasound was also performed and showed both devices visible from the cavity to the horn. A hsg (hysterosalpingogram) was not done. In conclusion, both inserts were in good position. The final result was successful. During consultation on (B)(6) 2009, the patient reported that she did not use postoperative analgesics; she also reported that she had postoperative effects like bleeding. She used trinordiol as back-up contraception. During consultation on (B)(4)2010, it was reported that the patient had pain as complication. On the same day, a laparoscopy was done and showed good aspect of the essure devices; bilateral salpingectomy was performed. Ptc investigation result received on (B)(4) 2015 (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this (B)(6) pt. Company causality comment: this study case report refers to a female patient who was involved in a observational company-sponsored study and had essure (fallopian tube occlusion insert) inserted. Patient experienced pain after the procedure, postoperative effects like bleeding (regarded as genital bleeding) and pain (regarded as pelvic pain). Pain and bleeding were considered serious due to medical importance and listed in the reference safety information for essure. Both events may occur during and following the micro-insert placement procedure. Considering positive temporal relationship and lack of plausible alternative explanation, causality cannot be excluded. This case was regarded as incident since bilateral salpingectomy was performed.

Manufacturer narrative:
Updated quality-safety evaluation of ptc received on 13-jun-2016: ptc global number (B)(4). No sample available for investigation. Per complaint description we cannot relate any of the adverse events to a product manufacturing issue. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Device similar case listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-jun-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this study case report refers to a female patient who was involved in a observational company-sponsored study and had essure (fallopian tube occlusion insert) inserted. Patient experienced pain after the procedure, postoperative effects like bleeding (regarded as genital bleeding) and pain/ persistent pelvic pain. Pain / persistent pelvic pain and bleeding were considered serious due to medical importance and listed in the reference safety information for essure. Both events may occur during and following the micro-insert placement procedure. Considering positive temporal relationship and lack of plausible alternative explanation, causality cannot be excluded. This case was regarded as incident since bilateral salpingectomy was performed. The pain resolved after bilateral salpingectomy. The product technical analysis could not be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect.